Event description:
Ureteral stone lithotripsy was being done with an electrohydraulic lithotripsy probe, 3.3fr. The tip of the probe came off in the ureter. Retrieval of the metal tip was done with no pt problems being reported.